Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity. Device diagnostic testing was within normal limits, indicating proper device function. Investigation to date has been unable to determine whether the increase is above pre-vns baseline frequency as no response has been received to MFR's requests for additional info from treating neurologist.